Manufacturer narrative:
Manufacturer¿s investigation conclusion: the report of suspected thrombus/extrinisic outflow graft obstruction (eogo) could not be confirmed based on this evaluation. Analysis of the submitted log file confirmed low flow alarms; however, a specific cause for these events could not conclusively be determined through this evaluation. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. It was reported that the patient was admitted for low flow alarms and symptoms of heart failure. There was a concern for thrombus/eogo. A review of the 1st submitted log file captured low flow hazard alarms. No other unusual alarms or events were captured, and the pump appeared to function as intended above the low-speed limit for the duration of the log file. It was later reported that the patient presented to clinic again with reports of low flows and chest pain. An additional log file was submitted, which captured no unusual alarms or events. The pump appeared to function as intended above the low-speed limit for the duration of the log file. It was later reported that the patient presented to the hospital on (B)(6) 2025 and it was noted that the flow decreased to 2.9. The patient was sleeping at the time and asymptomatic. Once at the hospital, the patient reported being more tired than "normal". The patient remained admitted for extrinsic outflow graft obstruction. Additional log files were submitted for review and captured routine events. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remained ongoing on heartmate ii lvas, serial number (B)(6), until they underwent a transplant (B)(4). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the electronic IFU page of the abbott website. The heartmate ii lvas IFU, rev. B, and patient handbook, rev. C, are currently available. Section 1, ¿introduction¿, lists potential adverse events, including thromboembolic events, that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 also provides an explanation of all pump parameters, including pump flow. Section 4, ¿system monitor,¿ provides more information regarding all pump parameters and describes situations that may result in a low flow hazard alarm, including changes in patient conditions. Section 5 "surgical procedures" provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. The IFU specifically states: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief. The line should be straight." Additionally, this section cautions that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure. Section 6 (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and also explains that pump flow is estimated from pump power and addresses the assessment of pump flow. Section 6, ¿patient care and management,¿ lists thromboembolism as a potential late postimplant complication. Under ¿anticoagulation," this section also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The IFU and patient handbook both outline all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported that patient presented to the hospital on (B)(6) 2025 and it was noted that flow decreased to 2.9. The patient was sleeping at the time and asymptomatic. Once at the hospital the patient reported to be more tired than "normal". Log files were submitted for review and captured routine events. The lower flow was not captured on interrogation since it did not dip below the 2.5 lpm threshold. The ventricular assist device and peripheral equipment appeared to be functioning as intended despite the known graft concern.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus/extrinisic outflow graft obstruction (eogo) could not be confirmed based on this evaluation. Analysis of the submitted log file confirmed low flow alarms; however, a specific cause for these events could not conclusively be determined through this evaluation. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. A review of the 1st submitted log file captured low flow hazard alarms. No other unusual alarms or events were captured, and the pump appeared to function as intended above the low-speed limit for the duration of the log file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. B, is currently available. Section 1, ¿introduction¿, lists potential adverse events, including thromboembolic events, that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 also provides an explanation of all pump parameters, including pump flow. Section 4, ¿system monitor,¿ provides more information regarding all pump parameters and describes situations that may result in a low flow hazard alarm, including changes in patient conditions. Section 5 "surgical procedures" provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. The IFU specifically states: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief. The line should be straight." Additionally, this section cautions that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure. Section 6 (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and also explains that pump flow is estimated from pump power and addresses the assessment of pump flow. Section 6, ¿patient care and management,¿ lists thromboembolism as a potential late postimplant complication. Under ¿anticoagulation," this section also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The heartmate ii lvas patient handbook, document (B)(4), rev. C. Is also currently available. The IFU and patient handbook both outline all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for low flow alarms and symptoms of right heart failure. There was concern for thrombus and log files were submitted for evaluation. The log file captured low flow events on (B)(6) 2025 and (B)(6) 2025. There did not appear to be any mechanical circulatory system equipment causing the issues. It was said the patient presented to clinic again with reports of low flows and chest pain. Additional log files were submitted for review. The event log file captured routine events, and no low flow events were seen in the log. The ventricular assist device and peripheral equipment appeared to be functioning as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Further information provided by the customer stated that additional log files were submitted for patient currently admitted for extrinsic outflow graft obstruction. The log file captured the log file also contained few clusters of pulsatility index events and routine power cable disconnect all throughout the log.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.